Manufacturer narrative:
Eval summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. No other complaints of any type have been reported for the lots included in the complaint. Failures of this type were investigated and as a result of this, the design of the inner pin was modified to increase the performance of the pins. The pin in the complaint was produced prior to this change. The pt's reported fall may have caused the failure. The zimmer "coonrad/morrey total elbow" booklet included with the implant, states that the pt must not lift more than five pounds with the operated arm. A fall as reported could easily apply more than five pounds to the operated arm. However, with the info provided an exact cause cannot be determined with certainty. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to the pt falling causing the bushings to dislocate.